Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was planned prior to surgery. First portion was done by attaching the dual spinous process clamp on the t12 and l1. The second portion was done by attaching the single spinous process clamp on l4. A 3 define scan was performed on the levels of t 10 - l2. 3 define was not performed on the l3 - s1 levels. Scan was attempted 3 times but the camera never came on. Draw spine was used on the superior segment, but not on the inferior segment. Registration was achieved using the basic algorithm. During the operation during the superior segment, trajectories were sent at the t10 and t11. Surgeon decided to skip t12 and l1 due to the patients tiny pedicles. L2 on the left was also sent. L2 on the right was sent but unable to drill due to the trajectory running into the bmb. Surgeon said we would try again on the second registration. On the lower registration he drilled l2 on the right but he did not like the way that the k-wire felt so he elected to skip this level. L3 - s1 were sent and placed accurately. No patient harm was reported.